Event description:
It was reported that during a percutaneous coronary intervention a shaft tear occurred. Vascular access was obtained via the right brachial artery. The 90% stenosed target lesion was located in the calcified and severely tortuous right coronary artery posterior atrioventricular artery (rca pav). For pre dilation a 15mm x 2.00mm nc quantum apex mr balloon catheter was advanced to the target lesion. However, during inflation the balloon would not inflate. The nc quantum apex was removed and upon withdrawal a shaft tear was noted at the distal portion of the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). The complaint device was not received for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).